Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage/device interaction / functional. Visual inspection: the tfna fem nail ø12 r 130° l360 timo15 (part #: 04.037.256s / lot #: 24p1828 / quantity: 1) was received at us cq. Upon visual inspection, there were scratches and drill marks observed near the head element hole. No other issues were observed with the returned device. Can the complaint be replicated with the returned device? Unable to perform. Functional test: a functional test was not performed on the returned device as the mating devices were not returned. Document/specification review: drawing(s) reviewed: (current & manufactured revisions. No design issues or discrepancies were identified. The complaint is not confirmed. Conclusion: the overall complaint was confirmed for the received tfna fem nail ø12 r 130° l360 timo15 (part #: 04.037.256s / lot #: 24p1828). However, the misalignment issue could not be confirmed. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: monument. Manufacturing date: nov 14, 2019. Expiration date: sep 30, 2029. Part number: 04.037.256s, 12mm/130 deg ti cann tfna 360mm/right- sterile. Lot number: 24p1828 (sterile). Lot quantity: 6 . Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns071310 rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lppf rev d, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16850 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 12l5082. Lot quantity: 150. Production order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev e met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended. Lot number: 11l3008. Lot quantity: 1,000. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 08-oct-2019 were reviewed and determined to be conforming.. Part number: 04.037.942.2, lock prong, 130 degree tfna. Lot number: 5l55443. Lot quantity: 96. Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00. Lot number: 14l1709. Lot quantity: 1,068 lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 12-jul-2019 was reviewed and determined to be conforming. Lot summary report dated 05-aug-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review: jan 28, 2021: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a tfna procedure the surgeon had difficulty advancing a guidewire, two drill bits tips became damaged during drilling, and the nail was damaged. Fragments were generated from the damaged drill bits. The surgeon was unable to remove the fragments from the patient. A new set of tfna instruments and a new nail were used to complete the procedure. The procedure was completed successfully. There was a surgical delay of twenty-five (25) minutes. Concomitant devices reported: drill bit f/lateral cortex opening f/dhs (part number 03.037.021, lot f-25751, quantity 1), stepped ream f/tfna helic blade+scr f/dh (part number 03.037.022, lot f-24957, quantity 1), insert-handle (part number 03.037.012, lot unknown, quantity 1), aim-arm 130° f/stat dist lock (part number 03.037.013, lot unknown, quantity 1), guide sleeve yell (part number 03.037.017, lot unknown, quantity 1), drillsl yell (part number 03.037.018, lot unknown, quantity 1), guidewire ø3.2 l400 (part number 357.399, lot unknown, quantity 2). This report involves one (1) 12mm/130 deg ti cann tfna 360mm/right-sterile. This is report 3 of 9 for (B)(4).